Manufacturer narrative:
Conclusions; corrected data; initial MDR inadvertently submitted incorrect conclusion coding.

Manufacturer narrative:
Type of reportable event ; corrected data ; initial MDR incorrectly reported event as malfunction and this has been corrected to serious injury.

Event description:
The patient underwent vns replacement surgery for prophylactic reasons. It was reported that pre-operative vns diagnostics testing was performed and revealed that lead impedance was normal and the device was still providing stimulation. The explanting facility does not return explanted devices per the facility's policies. Therefore, product return is not expected. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was having a lot of seizures and that the patient was being referred for vns replacement due to low battery. Due to the seizures, it was reported that the patient was nervous and unable to sleep. No additional or relevant information has been received to date.